Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils. During the procedure, while attempting to advance a ruby coil through a lantern delivery microcatheter (lantern), the physician experienced resistance and was unable to advance the coil. Therefore, the ruby coil was retracted and advanced twice. However, it kept getting stuck at the same point. The ruby coil was therefore removed and the procedure was completed using additional ruby coils and the same lantern. Although a continuous flush was not used, the physician flushed before and after each coil used; a rotating hemostasis valve (rhv) was used in this procedure. There was no report of an adverse effect to the patient.